Event description:
Per customer feedback, they are inquiring about issues with v60 ventilator experiencing a dim display. Unknown if this issue is occurring while in therapeutic use. Although there were no reports of patient/user harm or injury. This investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. During follow up, it was reported that the device had not been repaired, and the issue would be handled in house; however, it could not be determined if the customer repaired the device or if the issue was resolved. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/19/2022, 11/17/2022, 12/14/2022 and 01/04/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.